Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving prialt (6mcg/ml at 3mcg/day), clonidine (350mcg/ml at 175mcg/day), and dilaudid (20mg/ml at 10mg/day) via intrathecal drug delivery pump. The indication for use was not noted. The patient had a medical history of complex regional pain syndrome (crps) and obesity. It was reported that the patient had a granuloma. No environmental, external, or patient factors were reported to have caused this issue. On (B)(6) 2018, surgical intervention occurred. A new, different manufacturer's catheter was placed at lower vertebral level and new, different manufacturer's pump was implanted. The manufacturer catheter was left in and the pump was explanted and discarded. The issue was reported as not resolved and the patient was "alive - with injury (granuloma)." There were no further complications reported at this time.